Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens ripped/cut down the optic. The scheduled procedure was completed the same day. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).